Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open and bleeding skin irritation on his back. The patient's wife applied equate lotion and ammonium lactate moisturizing lotion to the irritation. It was reported that ammonium lactate moisturizing lotion was given to the patient for a prior unrelated skin irritation on his legs. The patient's physician instructed to remove the lifevest until his skin heals. The patient was admitted to the hospital due to pneumonia and his heart condition. There is no indication that the patient was hospitalized due to the skin irritation and there is no indication that the lifevest caused or contributed to the patient having pneumonia. Follow up indicated that the patient's skin irritation improved.